Event description:
The pt was having a PICC line placed when physician noted an object in the right ventricle. It was noted to be the tip of a previously inserted post-a-cath from four years ago at another facility. Tip retrieved.